Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident is consistent with patient related factors and/or issues.

Event description:
Related MFR report: 3006705815-2020-31344. It was reported the patient's scs trial leads implant procedure was abandoned. Reportedly, the patient could not tolerate the stimulation therapy. Effective therapy coverage was not achieved, as the stimulation was mostly uncomfortable in the rib area.